Event description:
In 12/89, rptr had silicone breast implants put in. She immediately began having serious med problems. She broke out in a rash from head to toe, her hair began falling out, her lymph nodes stayed swollen constantly, she developed a large lump in her neck & her breast, & she became chronically fatigued. Her joints began to ache & she experienced flu-like allergy symptoms she dealt with on a daily basis. In 1994, the dr diagnosed a ruptured implant & said that she had raynaud's disease, fibromyalgia, esophageal problems & systemic scleroderma.